Manufacturer narrative:
H10: the device was received for evaluation in an unopened pouch with the original cap attached to the female connector. Visual inspection with the naked eye noted that the blue pull ring cap was dislodged from the patient adapter inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) of a minicap transfer set was loose. This was observed before patient installation of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.